Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to remove. It may be possible that the user¿s technique when removing the dragonfly over the guide wire may have contributed to the interaction between the devices, resulting in the reported difficult to remove. However, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The hi-torque balance middleweight guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that during use, when removing the hi-torque balance middleweight (bmw) guidewire, the guidewire looped around the dragonfly optis imaging catheter. There were no adverse patient effects and no clinically significant delay in the procedure. A non-abbott guidewire was used to complete the procedure. No additional information was provided.